Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 123 mg/dl. Customer was treated with food for low blood glucose. Customer alleged that the insulin pump was over delivering of insulin due to that filling of tubing process was 8.3 but now its 13-14 on new insulin pump. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for the analysis.